Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. A review of the related device history record for the reported final lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One phaco tip sample was returned for evaluation for the report of the tip breaking during surgery. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip was broken from the aspiration bypass hole location until the kelman bend location, and thus the break area was very jagged. The wall thickness at the break area was good. The bevel for the front broken section was in good condition. The inside diameter of the front broken section was occluded with surgical residue. Wear was present on the threads, back of the flange, and nut corners. The root cause for the broken phaco tip could not be determined from this evaluation. The phaco tip visual inspection did not show any manufacturing issue that would cause the broken phaco tip. The occlusion of the tip may have been a factor, but it could not be determined when this occlusion became present within the tip. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the phacoemulsification tip broke in the eye during the cataract procedure. The broken tip was removed with forceps. The procedure was completed without any problem after replacing the tip another one. There was no harm to the patient. The product sample is available. No additional information is expected.